Event description:
It was the first case of the day and after induction, the user attempted to manually ventilate the patient and could not. The patient was manually ventilated with an alternate device until the machine was replaced. No patient injury reported.